Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out on lot 9352102 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca had no insulin flow. The following information was provided by the initial reporter: material no: 320555; batch no: 9352102. It was reported that no insulin flows when taking the injection. This pr records the occurrence for the known date of (B)(6) 2020 and the unknown dates. Verbatim: consumer reported when taking injection, no insulin flows. Stated, does not prime.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9352102; medical device expiration date: 2024-12-31; device manufacture date: 2019-12-18. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 (B)(4) had no insulin flow. The following information was provided by the initial reporter: material no: 320555; batch no: 9352102 it was reported that no insulin flows when taking the injection. This pr records the occurrence for the known date of 11-24-2020, and the unknown dates. Verbatim: consumer reported when taking injection, no insulin flows. Stated, does not prime.